Manufacturer narrative:
Pr (B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is silicone visible one sample and two photos of a 3 ml ll syringe were received by bd. A quality engineer was able to examine the sample and photos from batch 2181851 regarding item 309657. Two photos showing different angles of one loose syringe were evaluated, and no visible defects were observed. However, it was observed that the 3 ml ll loose syringe received had excessive silicone stringing between the roof of the barrel and the stopper. The condition observed is non-conforming per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. An ftir analysis was performed, and the test results confirmed that the substance present was silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications. It does not present a safety or efficacy issue, nor does it impact product function. Silicone has been used in this application for over 20 years, with an estimated distribution of more than 25 billion units. No reports of adverse clinical effects associated with these products and the unintentional delivery of silicone fluid lubricant are known. A device history record review was completed for provided lot number 2181851 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 1125776 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 2133141 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 2133142 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 2181850 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Since no samples displaying the reported condition for batches 1125776, 2133141, 2133142, 2181850 were received, a potential root cause could not be defined, and corrective actions are unnecessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed that the foreign matter reported was actually silicone visible.

Event description:
Material#: 309657, batch#: 1125776,2133141, 2133142, 2181850, 2181851. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: it was reported by customer that they found little liquid in the sealed syringe of 3 ml. In order to investigate further, lm asked pharmacy to hold the returned syringe and send the syringe picture but, unfortunately the original packing of the syringe has been already destroyed by purchaser. Rcc received a complaint via email. (B)(6) ( asst. Pharmacist) from (B)(6) centre reported to (B)(6) that one of their purchaser complaints that they found little liquid in the sealed syringe of 3 ml. In order to investigate further, (B)(6) asked pharmacy to hold the returned syringe and send the syringe picture but, unfortunately the original packing of the syringe has been already destroyed by purchaser. Pharmacy has provided the patient kit lot number: 467-39. Qa reviewed the pwo of lot no: 467-39 and found out there were 5 different batches were used. Item#: 309657, lot#: 1125776,2133141, 2133142, 2181850, 2181851.

Manufacturer narrative:
D.4. Other lot number include 2181850, 2133142, 2133141 and 1125776, and other expiration date includes 2027-04-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are 2022-05-13 and 2021-05-05.